Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and the implantable cardioverter defibrillator (ICD) had telemetry problems. The lead and the device were both explanted and replaced. No patient complications have been reported as a result of this event.